Event description:
It was reported that the 9800 sys has a collimator iris potentiometer error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced and the collimator was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.